Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when attempting to bolus. Customer stated their blood glucose was 400 mg/dl. The customer stated the alarm was resolved by a complete set change. The customer declined to troubleshoot for their blood glucose. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.